Event description:
It was reported that shaft break occurred. The target lesion was located in the mid section of the right coronary artery. A 2.75mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during procedure, the delivery shaft broke in two pieces. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 60.1cm distal of the strain relief. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mid section of the right coronary artery. A 2.75mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during procedure, the delivery shaft broke in two pieces. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.